Event description:
It was reported by service report that fluid was leaking when the cot goes down, and sputter when the cot is going up. No adverse consequences or injuries were reported.

Manufacturer narrative:
Fluid leaking.